Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: can you describe the exact technique as to how the resection was performed? Can you provide more detail on what is meant by staples did not form properly? Were there staple issue on both sides of cut line or only one? Are there any video or photos available? Was the device difficult to fire? What is meant by ¿dilaceration¿? What is the product code of cartridge used? Was buttressing material used? Why was the decision to convert to open as opposed to addressing the issue laparoscopically? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after two correct stapling on the stomach, the third stapling did not close properly with edge dilaceration. The procedure had to be convert in laparotomy. The procedure was very difficult to perform.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2022. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information received: when the surgeon resected the anterior wall of the stomach for treatment of a gastric stromal tumor. On the third stapling, while the first two had gone well, the device dilated the tissue without stapling. There were some staples on a contused wall and an area of perforation. Used gold staples, which are usually used for the gastric wall (sleeve gastrostomies).